Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired. The pt reportedly suffered a hemorrhagic stroke 2 months following implantation of the lvad and then returned to the hosp with failure to thrive and suspected pump thrombosis. The pt's lactate dehydrogenase level was reported to be nearly 4000. Prior to the pt expiration, it was reported that the pt initially was readmitted with septic shock secondary to a pocket infection approximately 1.5 months post implant. During the pt's hosp course, he developed new right-sided facial droop, slurred speech, and right upper extremity paresis. A non-contrast helical computerized tomography (nchct) was performed and showed a 2x2 cm left precentral gyrus hemorrhage visible on four 5mm axial images. Prior to this episode, the pt's mean arterial pressure had been registering in the 80s and he was on a heparin at the time. The pt was given protamine, platelets, and cryoprecipitate. Heparin and aspirin were discontinued. Over the next few months, it was reported that the pt was re-admitted a few times for suspected stroke (again) and falls causing the pt to become depressed. Coumadin was discontinued after the pt experienced recurrent falls. After the pt was admitted for failure to thrive and dehydration approximately 5 months post-implant, he wished to withdraw care and was placed on hospice. It wasn't until after the pt was placed on hospice that it was evident a thrombus had occurred. The pt's international normalized ratio values at the time of thrombus were subtherapeutic because he was not receiving anticoagulation. No other info was made available.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.